Manufacturer narrative:
(B)(4). It should be noted the gore¿ excluder¿ aaa endoprosthesis instructions for use states adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an anastomotic aneurysm after ascending aorta replacement using a gore¿ tag¿ conformable thoracic stent graft with active control system. On an unknown date, a distal type I endoleak was reportedly identified. The cause of the endoleak is not known on (B)(6) 2021, a reintervention procedure was performed whereby an additional gore¿ tag¿ device was placed distally to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
IFU statement corrected to: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events/complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak. IFU statement corrected from: it should be noted the gore® excluder® aaa endoprosthesis instructions for use states ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿